Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the device did not open upon release. The device was removed. No patient injury was reported.

Manufacturer narrative:
Patient weight the pipeline pushwire and braid were returned for evaluation. The capture coil was observed to be bent. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with one end having slight fraying and dried blood; the middle section and other end had no damages. No damages were observed on the tip coil and proximal bumper. Based on the analysis the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. In addition, the capture coil was found to be bent and the pipeline braid was found frayed; however the cause for the damage is unknown. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received additional information that the distal section of the pipeline device did not open during treatment of an irregular ophthalmic artery segment. It was reported that the device released from the capture coil. Additional steps were attempted to open the device, but not successful. The device was retrieved directly from the patient; however the specific method was not provided. No patient injury was reported the patient had multiple aneurysms. On the left was a 6x8, and on the right was a 7x3 and a 2x3. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.